Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm or verify missing segments/partial display anomaly due loose drive support disk. No unexpected battery power loss anomaly and no failed battery test alarm. Device received with minor scratched lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had screen polarized. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they received failed battery test, no delivery alarms, crack at bottom of insulin pump by down arrow, insulin pump case was discolored, and rewind was slower near end of battery life. The insulin pump will not be returned for analysis.